Event description:
Complainant alleged that during biomed testing the device did not display an ECG signal. Also, the device displayed "ECG leads off" and "electrode pads off" messages. Complainant indicated that there was no patient involvement in the reported malfunction.